Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(4) 2007.

Event description:
It was reported that the patient stated that all of their leads; atrial, left ventricular and right ventricular are "defective". All leads remains in use. No patient complications have been reported as a result of this event.